Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. H3 investigation summary: the product was returned to ethicon for evaluation. One opened foil packaging, one winding former, one paper cover one detached needle and a suture were received for analysis, the product code is vcp1433h. The swage and attachment area were noted as expected during the visual inspection of the needle. The barrel hole of the needle was examined under magnification and remnant suture was noted. The suture was examined, and the end was observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Additionally, the photos were provided, and it showed one foil packaging, one winding former with a paper cover, the lot number displayed on the foil packaging is consistent with the actual sample received. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.